Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: review of the black box data revealed rebooting events. There was no damage to the battery compartment or the battery cap. The battery cap secured properly to the pump. The pump powered on normally and was exercised per procedure without any power interruption.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The battery compartment is reportedly cracked. The reporter denied damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.